Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for one (1) unknown ¿ screw/rod construct accessories /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The complaint indicated that the device broke post-op requiring additional surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, there was a revision for broken rods & broken ilio sacral connector. Patient re-operated on to replace bilateral broken rods and x1 fixed length iliac connector in lower construct. Rods were cut to preserve upper construct. Iliac bolts, s1,l5 & 4 screws removed. Sacral-alar-iliac (sai) and larger diameter screws placed. Patient then repositioned supine and l5/s1 anterior lumbar interbody fusion (alif) performed with synfix evolution. Patient then repositioned prone and old upper construct and revised lower construct were connected using spanning rods and connectors. This report is for one (1) unknown ¿ screw/rod construct accessories /unknown lot. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised on (B)(6) 2018 to replace two (2) bilateral broken rods and one (1) fixed length iliac connector in lower construct. Surgery was completed with no surgical delay. Concomitant devices reported: clamp f/iliac connector f/fixed-l (part # 04.621.275, lot # unknown, quantity 1), ti collet for uss iliac and s2 connectors (part # 04.621.190, lot # unknown, quantity 1), uss-ii nut tan green (part # 499.294, lot # unknown, quantity 2), urs ø8 l40 (part # 04.636.840, lot # unknown, quantity 2), urs ø8 l45 (part # 04.636.845, lot # unknown, quantity 1), urs ø7 l50 (part # 04.636.750, lot # unknown, quantity 1), lock-cap f/urs (part # 04.636.001, lot # unknown, quantity 6), universal reduction screws (part # unknown, lot # unknown, quantity 2) uss ii poly axial cancellous bone screws (part # 04.607.272-289, lot # unknown, quantity 2). This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for one (1) unknown fixed length iliac connector. Potential part number is between product range 04.621.112 to 04.621.145; exact length of the device is unknown. Without the specific part and lot number, the UDI number is unknown. Additional device product codes: mni, mnh, kwp, kwq. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.